Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 3.7 inr, 4.4 inr, 4.1 inr, 2.9 inr and 3.9 inr within an hour on the coaguchek xs system. No adverse event reported. Requested return of suspect device and replacement was sent.